Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4mm x 30mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. As reported in the complaint, the stent component was already detached from the delivery system. The delivery system was not returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The issue reported regarding a premature detachment is confirmed based on the detached stent; however, the issue regarding the stent being impeded in the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube in order for the device to undergo the functional analysis. Additionally, the returned device did not present damages that suggest that it was forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support the issue reported in the complaint is a result of a defect inherently related to the device. The delivery wire and introducer components may have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9335204. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an angioplasty procedure, after the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 9368821) was delivered to the target site (the tip of the delivery wire passed through the microcatheter) via the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot#: unknown), the stent was not visualized under imaging. The physician retracted only the stent and noted that the stent component was absent from the delivery system. The physician then removed the microcatheter from the patient¿s anatomy for inspection and noted that the stent component was also not in the microcatheter. The physician then delivered a second stent, 4mm x 30mm enterprise 2 stent (encr403000 / 9335204) using the same prowler select plus microcatheter and the stent was impeded in the y-connector; the stent component was found detached from the delivery wire in the y-connector. The physician removed just the y-connector and removed the stent from it. A third stent was used to complete the procedure using the same original microcatheter. There was no report of any negative impact on the patient. On 24-aug-2025, additional information was received. Per the information, the target vessel of the procedure was the m1 segment of the right middle cerebral artery (mca). There was no excessive vessel tortuosity or acute bends in the target vessel. Continuous flush was maintained through the microcatheter during the use of both stents. For the first stent (encr402300), nothing unusual was noted about the system prior to use; there was no resistance during the advancement of the stent through the microcatheter. When this first stent system was removed and it was noted that the stent component stent was missing, there was no damage noted on the stent delivery system. Regarding the second stent (encr403000), aside from the premature detachment, the stent / stent delivery system did not appear damaged when the system was removed. The replacement stent (the third stent) was a 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure due to the reported issues.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot: 9335204. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.